Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity (rx) drug eluting stent to treat a lesion in the prox lad exhibiting 90% stenosis, moderate calcification and little vessel tortuosity. The device was prepped and inspected with no issues noted. Negative prep was also performed with no issues noted. It was reported that the device stent was deformed in vivo during attempted positioning. Device did not pass through a previously deployed stent. No resistance was encountered during attempted delivery. No patient injury reported.